Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that cable completely burnt out at the connection end (part to the instruments). It was stated that there was no patient involved and that there was no associated procedure. New information received, that it was during procedure, a patient was involved without any consequences and the procedure was completed successfully.

Manufacturer narrative:
Result of investigation: the mechanical damage damaged the stranded wire at the transition to the connector on the instrument side. As a result of this damage, the resistance in the cable became higher and higher and was then too high at some point when the voltage was activated. As a result, the cable became hot very quickly at this point and disintegrated. The most probable root cause is that the cable is mechanically damaged - wear and tear (manufactured october 2014). The event is filed under internal karl storz complaint ID: (B)(4).